Manufacturer narrative:
Patient initials and weight not provided by reporter. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - part number: 357.403. Lot number: up54612. Release to warehouse date: january 5, 2006. Manufacturing site is synthes (B)(4) and supplied by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: during a proximal femur fracture the surgeon was inserting a 6.0mm/10 mm stepped drill bit over a guide wire, the tip of the drill bit broke off. The surgeon was able to retrieve the drill bit with a long depth gauge. There was a five (5) minute surgical delay reported. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A date of january 15, 2016 was reported in error; the correct date is: december 15, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.